Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath and congestive heart failure. A possible right ventricular (rv) lead oversensing was noted on the electrograms (egm). No morphology was evident, and it was suggested that this could be due to the ventricular paced morphology on the egm. The lead also exhibited high threshold and remains in use. No further patient complications have been reported as a result of this event.